Event description:
It was reported that before use of the bd ultra-fine¿ ii insulin syringe there was uneven rubber stoppers. There were 15 occurrences.

Manufacturer narrative:
Investigation summary: customer returned (15) loose 1cc, 8mm syringes. Customer states that the rubber stopper is uneven. All returned syringes were examined and 7 out of 15 samples exhibited a deformed stopper in the barrel. Unable to perform complaint lot history check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause: as per manufacturing, "root cause of the deformed stoppers is due to lack of silicone lubricant present in the barrel. This can be caused by a clogged nozzle, empty silicone reservoir, or photo-eye out of alignment at the lubrication dial. With an unknown batch number quality notifications can not be reviewed for dry barrels."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ ii insulin syringe there was uneven rubber stoppers. There were 15 occurrences.